Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse and stress urinary incontinence on an unknown date and a sling was used. The patient developed pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to mesh extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01280. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003 and a sling was used. The patient developed pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion, the patient experienced pain, urinary problems, recurrence, vaginal scarring, and an autoimmune disorder. No additional information was provided. (B)(4).